Event description:
Received a copy of the customer's medsun report from FDA, which states "patient in ambulatory infusion center for erbitux infusion. The yellow clamp was clamped, and infusion continued to run despite the clamp being clamped off. There was no pressure alarm alerting team. In addition, this pump passed its yearly pm inspection by manufacturer in july 2020. Biomed team will be sending device to bd for additional evaluation. No harm to patient." Although requested further information was not provided.

Manufacturer narrative:
Device history: a review of the device history record showed the device had a manufacture date of 19aug2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did confirm similar complaint with the same or related failure mode for this customer. The device was returned in complaint file pr 551573 / sap# 301669362 and is awaiting completion of investigation. The root cause for the reported issue will be recorded within the device received file pr 551573. The reported issue that infusion continued to run despite the clamp being clamped off is currently expected to be investigated within the device received file pr 551573. This file is a duplicate reporting for the same issue. The investigation and root cause findings will be found within the complaint file (B)(4).. The device is used for treatment purposes. H3 other text : no product returned.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
Received a copy of the customer's medsun report from FDA, which states "patient in ambulatory infusion center for erbitux infusion. The yellow clamp was clamped, and infusion continued to run despite the clamp being clamped off. There was no pressure alarm alerting team. In addition, this pump passed its yearly pm inspection by manufacturer in july 2020. Biomed team will be sending device to bd for additional evaluation. No harm to patient." Although requested further information was not provided.